Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator was suspected to be depleting and triggered explant. Subsequently, the battery recovered and then triggered explant again. This cardiac resynchronization therapy defibrillator was replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator was suspected to be depleting and triggered explant. Subsequently, the battery recovered and then triggered explant again. This cardiac resynchronization therapy defibrillator was replacement. No additional adverse patient effects were reported.